Event description:
The patient visited the optician due to irritation and dimmed vision. Patient wore lenses even though he/she had a cold. Corneal infiltrates are reported.

Manufacturer narrative:
No lenses were returned.